Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube window corners, completely broken reservoir tube lip, scratched case and cracked battery tube threads.

Event description:
The customer reported via phone call that the piece came off from insulin pump where the reservoir was inserted. The customer¿s blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.